Event description:
It was reported that a stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 2.25x16mm promus element plus was advanced but would not cross the target lesion. When the device was removed, the stent was found to be lifted. The procedure was completed with a 2.25x12mm promus element plus drug-eluting stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery. A 2.25x16mm promus element¿ plus was advanced but would not cross the target lesion. When the device was removed, the stent was found to be lifted. The procedure was completed with a 2.25x12mm promus element plus drug-eluting stent. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.   Device evaluated by MFR.: the complaint device was returned for analysis. A visual and microscopic examination found that the tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No issues were noted with the crimped stent and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).